Event description:
The manufacturer received information alleging a service due alarm occurred on a Trilogy EV300 ventilator. The device was not reported to be in use on a patient at the time of the occurrence.The Trilogy EV300 ventilator was evaluated by a Philips Remote Service Engineer, and the customers complaint was confirmed. During the evaluation an error code indicting the device software has detected a large pressure drop between the monitor and outlet pressure sensors was observed in the device event log. Following the initial evaluation, a Philips Remote Service Engineer confirmed the device failure requiring replacement of the System Board to resolve the issue. The system does not meet the specification for the performed service and is not returned to use. The device will be sent for Bench repairs. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported failure of the device software has detected a large pressure drop between the monitor and outlet pressure sensors is accommodated in the product risk management file as being linked to Hazard with description Patient Exposure to Function / Deterioration of Function. Complaints for this failure are reviewed via the Post Market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. QA continues to monitor complaints for this issue per the cadence in the Complaint Trending procedures.Review of the DHR for this device, serial number (b)(4), did not find any non-conformances or abnormalities related to the malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.